Event description:
It was reported the patient could not adjust stimulation. The implantable neurostimulator showed the "call your doctor" (power on reset) icon, which could not be cleared. Stimulation had not "worked" for the past month. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010; product type: lead, product ID: 37752, serial#: (B)(4); product type: recharger, product ID: 37743, serial# (B)(4); product type: programmer, patient. (B)(4).